Manufacturer narrative:
Product event summary: the pump and controller with unknown serial numbers were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, a possible root cause of the reported electrical fault alarm can be attributed but not limited to connector damage, wiring damage, contamination by foreign material of the driveline connector, or a marginal driveline connection. Additional products: brand name: heartware ventricular assist system ¿ controller, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was exchanged due to an electrical fault. The patient subsequently expired. The ventricular assist device (vad) remains in the patient. No further details were provided as part of the event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.